Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he had seizure which had nothing to do with the system. Customer reported the insulin pump has been automatically turning off. The device went blank and shut off. Customer stated the device goes into threshold suspend. Customer states he restarts the device he goes in and hits it. Customer stated his blood glucose was pretty high. Blood glucose was 318 mg/dl. Customer declined troubleshooting. No further information reported.